Event description:
Leaky cell saver bowl. Pt requested the use of the cell-saver unit to potentially recirculate her own blood during a total hip replacement surgery. During the procedure, the cell saver bowl leaked pt's blood. Pt received two units of blood bank blood due to the inability to use her own reprocessed fluid. "Bad seal on the disposable bowl assembly" found by biomed dept.